Event description:
Customer states that during a ureteroscopy with stent placement on a female pt, age not reported, the fluoro failed. The procedure was completed by moving the pt to a stretcher and using portable c-arm fluoro. No pt injury.

Manufacturer narrative:
Mallinckrodt tech support troubleshot drac error's 55 and 60 with facility biomed, and determined the problem was with the control drac board. Tech support provided biomed the board part number to order. Mallinckrodt product monitoring follow up; biomed reported the system is fully functional after replacing this board.